Manufacturer narrative:
Should this device be returned analysis will be conducted and this investigation will be updated.

Event description:
It was reported that during a routine device replacement after placing the wand over the device the patient had a syncopal episode. A possible failure of the device during telemetry was suspected. Once the wand was removed the patient was okay. The electrocardiogram did not show the absence of pacing and the device did not appear to be in safety mode. The device was replaced and was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device was in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that during a routine device replacement after placing the wand over the device the patient had a syncopal episode. A possible failure of the device during telemetry was suspected. Once the wand was removed the patient was okay. The electrocardiogram did not show the absence of pacing and the device did not appear to be in safety mode. The device was replaced and was returned. No additional adverse patient effects were reported.